Event description:
It was reported that the insulin pump had a missing segment on the display and that only the left side of the display was visible. The customer also reported having high blood glucose with a blood glucose reading of 272 mg/dl. She stated that she was able to treat using the insulin pump despite the partial display because she was experienced with the device. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with missing segments and partial display due to a cracked zebra connector on lcd board. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests due to missing segments/partial display. The insulin pump was received with a cracked case at the display window corners and cracked reservoir tube lip.